Event description:
During the cardiac catheterization with selective coronary angiography, an ostial dual ptca [percutaneous transluminal coronary angioplasty] balloon was used during coronary intervention (it is unknown at this time which coronary artery was accessed by the device). The proximal balloon on the ostial device burst. This was followed by the operating interventional cardiologist to visualize what he believed to be an air embolism travel down the coronary artery. There were no clinical changes observed at this time. According to the investigation, the device IFU calls for use of supplied syringe only. The physician chose to use a standard manifold syringe for injection which is suspected to inadvertently caused the balloon to burst. The syringe was filled with the recommended contrast/saline media, however the physician stated that he observed an air bolus during the coronary angiogram. This did not cause any adverse outcomes and required only initial monitoring to preclude harm. Physician requested that device be sequestered and sent to the manufacturer for product evaluation. The device has been returned to the ostial corp territory manager [name and phone number redacted].